Event description:
Hold af 10/21the following information has already been reported in manufacturer report # 3004209178-2013-06515: the patient experienced no stimulation sensation. The stimulation stopped yesterday. Education on the recharger use resolved the reported issue. He did not feel the charge (stimulation sensation) while charging. The stimulation was off. When checking the ins with the recharger a screen showed ¿warning to recharge¿ but the ins was too low to turn on. There was only about a ¼ of the ins battery left. He was able to get all 8 boxes shaded in and was going to continue to charge. He charged his ins for about one hour and it still would not come on. His battery was still less than a ¼ full. He was not able to sit for 5 or more hours to charge his ins. He thought he ¿ought to throw¿ his equipment across the room because ¿no one will tell him what he needs to do¿ to turn the ins on. It was later clarified that he was out fishing on the evening of (B)(6) 2013 and his ins ¿shut down¿. He thought his ins was low on battery because he tried to turn the ins on but it wouldn¿t turn on. On (B)(6) 2013 he had been laying in bed for about 3 hours and ins ¿would not come on¿ and he ¿felt absolutely nothing¿. He was walked through the recharging screen and the ins battery level showed ¼-1/2 full with again 8 coupling bars. He did not see a lightning bolt ins icon. He pressed the power button on and he was able to feel stimulation, he was ¿back in business¿. It was recommended that he fully recharge his ins. He confirmed that he was doing it wrong and was going to fully recharge his ins. Education on the recharger use resolved the reported issue. Any additional information will be reported in this manufacturer report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011: product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011: product type lead; product ID 37743, serial# (B)(4): product type programmer. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was "unknown". It was stated that the hcp had no information regarding the event on (B)(6) 2013. The hcp had not seen the patient since (B)(6) 2013. It was noted that the medtronic representative had not spoken with the patient either.